Event description:
It was reported that two weeks ago the patient's hearing impression with the device fluctuated, being too soft or too loud. Since then, the hearing performance with the device was satisfactory only sometimes. Most of the times the patient was no longer able to hear with the cochlear implant. Re-implantation is scheduled for (B)(6), 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.